Manufacturer narrative:
Error code 45 was found in the pump history log during servicing. New pump software was installed. Reference recall number z-1869-2011.

Event description:
Info received indicates pump experienced error code 45.